Manufacturer narrative:
(B)(4) date sent 10/7/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 9/11/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any piece detach/fall into the patient? If yes, was the piece retrieved? If yes, was the piece retrieved? If yes, is the piece returning or was it discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the string on the pouch broke when attempting to pull the pouch from the patient. Surgical delay was unknown. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 10/13/2025 d4 batch #a98426 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was received fully deploy. In addition, the tyvek was returned along with the instrument. The suture and the bag were not returned for analysis. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. It could not be determine what may have cause the reported event. Additionally, a photo was provided that show the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch a98426 number, and no non-conformances were identified.